Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the right half of the device has not worked for more than 2 years around 2019, maybe more like 3-4 years. Patient reports he will have the system explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient he can't get the stimulator to response to the right side of the body, he is not feeling stimulation on the right side and he use to feel stimulation on right and left side in the last year (B)(6) or (B)(6) 2020 but he is not sure. Patient stated historically his problem was on the left side but he is not having any issue with the left side. Patient stated he contacted his healthcare provider and they told him to call mdt. Patient services (ps) asked patient to sync with pp and pp showed adaptive stim active. Patient said he has one group a with two programs and he adjusted the stimulation but he is not feeling stimulation on the right side. Patient services confirmed patient did not have fall or trauma. Patient services assisted patient with turning adaptive stim off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient via a manufacturing representative (rep) and it was reported that the patient was seen in the clinic and states that he cannot feel stimulation on right side. Patient states that most of his pain has always been on left side but about a year ago his right side pain had increased and that he could not feel stim on right side. Patient states he has had a couple of falls in his yard but does not know the date and he does not know when he stopped getting stimulation on the right side. He denies any other accidents or trauma at this time. Ins interrogated and impedances ran. All electrodes on 0-7 lead are greater than 10,000. Also the 8 electrode on 8-15 is greater than 10,000. It is unknown what caused these impedances to be out of range. Patient was reprogrammed and states he is getting adequate coverage for left side stimulation which is still where most pain is. Patient says that he will discuss possible lead revision in the future with pain management physician after a neurosurgeon consult. There is not a scheduled revision at this time. The issue was not resolved.